Event description:
It was reported that "during the initial insertion attempt, the wire became kinked. As a result, when attempting to insert the catheter, it bent and was damaged. The team then proceeded with a 4l cvc 15854, and the insertion was successful without any complications." Additional information received states "during the insertion of the guidewire, it began to bend and coil, although no resistance was felt during the procedure. In the same patient, a new set from the same lot was opened, but again the guidewire was not functioning properly. On the third attempt, a 4-lumen catheter was successfully inserted without any issues - the guidewire in that set was fine. The patient developed a hematoma approximately 10 x 5 cm in size, but is otherwise doing well. A similar issue occurred with a second patient, a male - the guidewire also malfunctioned. He too was subsequently successfully catheterized with a 4-lumen catheter without any complications related to the guidewire. This patient is also doing well." Associated MDR numbers include: 3006425876-2025-00466, 3006425876-2025-00470, and 3006 425876-2025-00471.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the initial insertion attempt, the wire became kinked. As a result, when attempting to insert the catheter, it bent and was damaged. The team then proceeded with a 4l cvc 15854, and the insertion was successful without any complications." Additional information received states "during the insertion of the guidewire, it began to bend and coil, although no resistance was felt during the procedure. In the same patient, a new set from the same lot was opened, but again the guidewire was not functioning properly. On the third attempt, a 4-lumen catheter was successfully inserted without any issues - the guidewire in that set was fine. The patient developed a hematoma approximately 10 x 5 cm in size but is otherwise doing well. A similar issue occurred with a second patient, a male - the guidewire also malfunctioned. He too was subsequently successfully catheterized with a 4-lumen catheter without any complications related to the guidewire. This patient is also doing well." Associated MDR numbers include: 3006425876-2025-00466, 3006425876-2025-00470, and 3006 425876-2025-00471.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the initial insertion attempt , the wire became kinked. As a result, when attempting to insert the catheter, it bent and was damaged. The team then proceeded with a 4l cvc 15854, and the insertion was successful without any complications ." Additional information received states "during the insertion of the guidewire, it began to bend and coil,although no resistance was felt during the procedure. In the same patient, a new set from the same lot was opened, but again the guidewire was not functioning properly. On the third attempt, a 4-lumen catheter was successfully inserted without any issues - the guidewire in that set was fine. The patient developed a hematoma approximately 10 x 5 cm in size, but is otherwise doing well. A similar issue occurred with a second patient, a male - the guidewire also malfunctioned. He too was subsequently successfully catheterized with a 4-lumen catheter without any complications related to the guidewire. This patient is also doing well." Associated MDR numbers include: 3006425876-2025-00466, 3006425876-2025-00470, and 3006 425876-2025-00471.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unopened cvc kit for analysis. The finished good on the returned lidstock matches the finished good reported by the customer. Based on the report that this event occurred during use, it is assumed that this returned kit is a representative sample. The kit was opened, and visual analysis of the guide wire did not reveal any defects or anomalies. A full visual analysis could not be performed on the actual guide wire involved with this complaint as it was not returned. The returned guide wire length measured 603mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.790mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was inserted through the returned arrow raulerson syringe (ars)/18 ga introducer needle subassembly. No resistance was encountered as the guide wire passed completely through the subassembly. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The guide wire was also inserted through the returned cvc. No resistance was encountered as the guide wire passed completely through distal lumen and extension line as it is intended. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". Functional analysis could not be performed on the actual guide wire involved with this event as only a representative sample was returned. A manual tug test on the representative sample revealed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing issue. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire was not confirmed as only a representative sample was returned. The customer returned one unopened cvc kit from the same batch as the device from the reported event. The returned representative sample met all relevant visual, dimensional, and functional requirements with no evidence of manufacturing defects or anomalies. A device history record review was performed on the reported batch and did not reveal any relevant findings to suggest a manufacturing issue. Evaluation testing cannot be performed on the actual guide wire from the event as it was not returned. Based on the customer report and the sample received, the root cause cannot be determined without the actual guide wire returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.